Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted to the lad. Approximately, 28 months post index procedure, patient death occurred. Cause of death was aortic valvalur stenosis. Physician assessed the death was non-cardiac. Investigator has indicated that the reported event was not related to the study device.

Manufacturer narrative:
Index procedure was prompted by acute coronary syndrome (mi).